Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product code: 228152 (truespan 24 degree peek). The complaint device was not returned and it was discarded by the customer, therefore unavailable for a physical evaluation. We cannot discern a root cause for the reported failure mode. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch: [mr# 1221934-2018-53836]. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported via phone that the customer's truespan 12 degree peek and truespan 24 degree peek both partially deployed on the first implant during a meniscal repair. The devices did not attach to the meniscus at all. The case was completed with another set of like devices with no meniscectomy. The sales rep was not present but reported no adverse patient consequences or delay. The sales rep stated the devices were discarded by the customer.